Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for out-of-range hv lead impedance was observed during routine follow-up. Review of session records showed some fluctuations in the impedance trend. Some pocket encapsulation with less conductive tissue was suspected. Conductor fracture was confirmed by fluoroscopy. Patient alert for out of range hv lead impedance was turned off and patient was given merlin.net transmitter. There were no consequences for the patient. Patient was stable.